Event description:
It was reported that a power on reset occurred. The caller stated that the patient had two separate incidents that may have contributed to the power on reset: patient had been in a car accident and also had received radiation for prostate cancer. It was subsequently reported that patient was undergoing further radiation treatment and an electrical reset was seen on his last carelink transmission. The reset was cleared at the in office visit. The device remains actively implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Event description:
It was reported that a power on reset occurred. The caller stated that the patient had two seperate incidents that may have contributed to the power on reset: patient had been in a car accident and also had received radiation for prostate cancer. The device remains actively implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.